Event description:
A report was received from (B)(6) stating that during pt use, the ventilator had an oxygen sensor malfunction. The pt was removed from the ventilator. No pt injury reported.

Manufacturer narrative:
The oxygen sensor was replaced, which resolved the user facility reported issue. The part associated with this complaint record is not expected to be returned. Previously, conflicting info may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of one year from the date of manufacture while a pb840 addendum incorrectly stated to replace the sensor every two (2) years. The nominal life of the o2 sensor is 1 year from date of manufacture. Covidien's plan to update the literature was communicated to the FDA on 23 december, 2013. (B)(4).